Event description:
A peritoneal dialysis pt was reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in dwell two of four. Upon removing the tubing set, moisture was noted on the pump heads of the cycler. Pt was given antibiotics as a precaution and had no ill effects. Sample is not available.